Event description:
The pt called lfs and alleged that their meter intermittently would not power on pt would need to re-enter the set up mode to set up the date and time, which indicates that there may be a power interrupt issue. The pt did attempt to test on their meter but was unable to. Pt was experiencing blurry vision and weakness at the time of concern. Originally the pt visited their physician and while at the doctor's pt obtained a result of 250 or 270 mg/dl. Pt was treated with insulin. While on the phone today, the pt stated that it was last week that pt went to the hosp and their result was 250 or 270 mg/dl. The issue with the meter has been resolved, however the pt stated that the power issue occurs intermittently. While on the phone with lfs customer service, the meter powered on. Based on the info, there is eveidence of a meter malfunction. There is also evidence of this issue contributing to a serious injury. The pt was unable to test and at the hosp was treated for hyperglycemia; therefore, treatment may have been delayed as a cause of the pt being unable to test on their meter. A replacement is being sent to the pt.